Manufacturer narrative:
Date of event is estimated. The event of system explant was reported to abbott. The patient's system was explanted due to weight loss and ipg site pain. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site after losing weight. Surgical intervention was undertaken wherein the system was explanted with no complications.